Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted during remote follow-up, and the patient was seen in the clinic. Reprogramming was recommended to resolve the issue. The patient was stable and experienced no consequences as a result of the reported event.